Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection with passing results. A service history review was performed and revealed that the device has been previously serviced for an unrelated issue. There is no indication that servicing has caused or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test. This occurred during testing. There was no patient involvement. No additional information is available.